Manufacturer narrative:
The harmonic curved shears insert was not returned for evaluation, therefore, the cause of the customer reported complaint cannot be determined. As indicated in the case notes, no components fell into the pt.

Event description:
It was reported that during the surgical procedure, the white portion of the harmonic shears insert broke off inside the trocar. No components fell into the pt. No pt harm, adverse outcome or injury was reported.